Event description:
Customer stated "the switch won't shut off and it keeps getting hotter." The product has not been returned for investigation. The product was approx. 5 years old when the incident occurred. Based on feedback analysis and trending bce has not found it to be a recurring issue in this lot. Without the presence of product, bce cannot make any further determinations.